Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received explaining that a tracheostomy tube was in place with a patient when the cuff began leaking. The tracheostomy tube was replaced the following day. No adverse effects were reported.